Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that the controller was scrapped due to failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they received their replacement controller to replace the controller that was dropped. Pt stated that when they reset the controller the light comes back on, however when they connect the rtm to the controller to charge the ins the light doesn't come on and when they check the status of the ins recharging the light is off. Pt stated that they charged the controller so that they could charge the ins, however when charging the ins they went to check the progress and the controller wouldn't come on so they reset the controller. Pss had pt reset the controller during the call. Pt confirmed they were using the replacement controller. Pt said that the controller battery was at 60% and the implant battery was low (in yellow zone). Pt mentioned that they had been recharging the ins for almost 2 hours. Pt confirmed that there was no visible damage to the rtm. Pss had pt initiate charging session with their implant. Pt said they were able to get excellent charge quality with green light flashing; pt then stated the same thing happened before when the controller all of the sudden powered off while charging the ins. The issue was not resolved. A replacement recharger (insr) was sent out. No symptoms or patient complications were reported.

Event description:
See h10.

Manufacturer narrative:
Continuation of d10: 97755 recharger coding updated. Serial# (B)(6), product type: recharger. 97745 programmer included on system report. Serial# (B)(6). Product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.